Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 121 mg/dl. Customer stated that the insulin pump did not alarm during bolus and it was not vibrating. The customer reports they did not hear beeps when audio volume settings were saved. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no audio tone during test due to broken trace at on keypad assembly. Device vibration function properly noted.